Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. D4: batch # 247d87. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 247d87, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the handle was hard to use and the dial could not set to 0, and the device could not be fired. There were not any changes to the procedure. Another device was used to complete the case. The cartridge had some staples inserted, but there was no problem to the patient. There were no adverse consequences to the patient.